Event description:
During an evaluation of a customer device, a gap was observed in the lcd bezel seal which allowed water into the case which was most likely the result of an assembly error. The customer reported that while fighting a fire, water leaked from an engine pumper into the compartment containing the device and into the case, rendering it inoperable.